Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a bilateral salping-oophorectomy procedure, the trigger wouldn't release. Device was transecting tissue and the handle remained closed and it couldn't easily be opened. As a result, a new device was opened and the case was successfully completed. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). The device was returned with no apparent damage. Upon mechanical testing to the device, it was observed that the device could not be firing complete. The device was connected to the generator and it was recognized. Because the device was damage not all testing was performed with the generator. The device was disassembled to inspect internal components and it was found an internal damage on the shroud due to excessive force applied to the trigger during usage. Due to the internal damage of the device, the device was unable to open and close fully. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.